Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom pump only ran for 20 minutes on battery before losing power during transport. The pump was on patient. Findings/action taken: ran for 50 minutes when tested by the field service representative (fsr). Replaced battery and circuit breaker. Performed preventative maintenance. The fsr recommended the pump be plugged into aircraft on outbound flight and a suspension of monthly battery test. The pump is back inservice. The circuit breaker was changed as a precaution. Per the fsr the pump shut down approximately two minutes before they reached the bedside. They were able to plug back into ac and resume pumping. No harm to patient. There was no report of patient death, complications, injury or medical/surgical intervention required.